Event description:
It was reported that a patient presented with chemical colitis following a brief colonoscopy procedure. The user facility utilizes asp automatic endoscopic reprocessors with metricide solution and 3m enzymatic detergent to clean and disinfect their colonscopes. The patient was prescribed oral steroids and sent home following the colitis incident.